Manufacturer narrative:
This report is for the same event as manufacturer report 2937094-2018-001634.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the tip rotated and the beam fired straight out the tip after 233,000 joules and 30:24 minutes of use. The fiber was exchanged. The beam fired straight out of the tip of the second fiber after 68,203 joules and 9:12 minutes of use. The procedure was completed utilizing the third fiber. Patient outcome: "fine"; there was no patient injury reported. The tips (caps) of both fibers were not cleaned during the procedure. This report is for the first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.